Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was recommended that the fluoro function circuit board and associated power supply be replaced. The customer elected not to replace the assemblies. All other functions of the system were found to be working as intended and placed back into service.

Event description:
It was reported that the system 8300 intermittently locks up requiring reinitialization and presenting a delay in patient care. There was no adverse patient involvement reported.